Manufacturer narrative:
The pump was not explanted and was not available for evaluation. Although a correlation between the device and the reported stroke cannot be conclusively determined, the heartmate 3 instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the patient's pupils were fixed at 5mm and non-reactive. The patient was given a heparin infusion. On (B)(6) 2018, the CT scan of the brain showed widespread bilateral supra and infra-tentorial acute infarcts with uncal and tonsillar herniation with associated obstructive hydrocephalus. The patient suffered an ischemic cerebrovascular accident. On (B)(6) 2018, brain death was confirmed and the patient expired. No further information was provided.